Event description:
It was reported the device was not working, motor not working message. No patient injury reported.

Manufacturer narrative:
The device was received with both seals intact and contamination inside the plunger head. Cracked battery door. Left plunger case has broken screw boss. The history report showed motor not running. The device was tested using the occlusion test. The test was unable to duplicate the motor not running during occlusion test. The root cause was unable to determine. The tech cleaned and greased the whole motor assembly and u29 opti sensor. Performed occlusion test and all functional testing which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)